Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during posterior cervical laminoplasty, when the surgeon was beginning the case, he activated the bipolar cautery and noticed smoke, a spark and then a flame come out of the bipolar forceps when the footswitch was activated. When the footswitch was let off the issue was resolved. He was holding the tip in the air and nothing on the surgical filed ignited. The surgeon was using a non-medtronic bipolar forceps. The disposable tubing used non-medtronic as well. The medtronic generator was on a setting of 35. The service coordinator removed the generator, non-medtronic bipolar tip, non-medtronic bipolar tubing and packaging from service and contacted biomed. There was no patient harm/injury.